Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature approx. 12.5 cm distal to the is-1 connector pin. In the region of the suture sleeve a squeezed lead body was observed as mentioned in the complaint description the insulation was intact. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. Further inspection showed cuts in the insulation and deformations of the outer conductor coil which most likely occurred during the explantation procedure. Furthermore coagulated blood was observed along the inner coil of the lead. These blood residuals were most likely introduced by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance.as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead was explanted. The lead had high thresholds, loss of capture and asystole greater than 2 seconds. The physician caused damage to the insulation with a scalpel. Under fluoroscopy suture sleeve tie downs were noted to be very tight and there was concern that the integrity of the insulation might be jeopardized. The explant and event dates provided do not make sense so they were left off of this report.